Manufacturer narrative:
Patient's weight unk. Relevant tests/laboratory data unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove 5 leads: a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead (all active), and a two inactive rv leads due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction along with cook medical bulldog lead extenders on each of the three rv leads. The active rv and ra leads were removed successfully by using a spectranetics 14f glidelight laser sheath, a spectranetics 11f tightrail sub-c rotating dilator sheath, and lastly a spectranetics tightrail rotating dilator sheath. The physician then attempted to remove the inactive rv lead when the remaining leads began to "bunch up" due to a significant amount of calcium present in the vasculature. The physician alternated between a spectranetics 13f tightrail device and a spectranetics 16f glidelight device to attempt lead extraction. At some point during attempted removal of this inactive rv lead, the patient's blood pressure dropped. Rescue efforts began, including use of a rescue balloon, CPR, pericardiocentesis, bypass and sternotomy. The surgeon was delayed in arriving at case. Significant plaque was seen post sternotomy, and a lateral superior vena cava (svc) perforation was discovered at the svc/ra junction, along with a suspected subclavian perforation due to excessive bleeding seen from the pocket. Repairs to the svc and subclavian perforations were successfully completed; epicardial leads were placed, and the three remaining leads (two inactive rv leads and lv lead), along with the llds present in each, were cut and capped and remained within the patient. It is unk if the physician attempted to unlock the llds from these three leads prior to cutting and capping them (mdrs 1721279-2022-00015 (lv/lld), 1721279-2022-00016 (inactive rv/lld being removed when adverse event occurred) and 1721279-2022-00017 (other inactive rv/lld). The patient developed lung issues and was placed on extracorporeal membrane oxygenation (ECMO), then developed a gastrointestinal bleed. Despite continued interventions, the patient died later that evening. The physician felt the injuries were caused by use of the 13f tightrail device due to the significant amount of calcium present within the vasculature and the difficulty encountered in cutting through the calcium. This report captures the 13f tightrail device in use when the subclavian and svc perforations occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.